Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x1 rb contained foreign matter. Verbatim: possible mold inside individual product packaging.

Manufacturer narrative:
(B)(4). Follow up a customer reported possible mold within an individual product package. Because no physical sample was returned, a comprehensive evaluation could not be performed. To support the investigation, the quality team reviewed three photographs of a 25 x 1 inch safetyglide needle package. The photographs, taken from different angles, show a single sealed package containing an unidentified black spot located inside the package and outside the fluid path. The spot cannot be categorized from the photos received. The condition observed is a nonconformance to product specifications and is considered associated with the packaging process. A device history record review was completed for material number 305916, lot 5293541. The review confirmed that all required visual inspections were performed in accordance with applicable requirements, and no quality notifications were identified related to the reported condition. The lot was inspected and accepted per the established inspection control plan, released for shipment, and considered compliant with product specification requirements at the time of release. To date, no additional similar events have been reported for this lot. Based on the information available, the presence of an unidentified black spot within the sealed package, as depicted in the photographs, is confirmed.